Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received. Unique device identifier (UDI #): the complete UDI is unknown because the lot/sn number was not provided.

Event description:
It was reported that the patient's system was explanted. The reason for the explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.